Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan timeout error with the adc device. The customer reported that they woke up from sleep feeling unwell, and noted hypoglycemic episodes in which the alarm did not sound. Upon troubleshooting it was determined this was due to scan timeout error. The customer reported a loss of consciousness, but indicated being able to self-treat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed, therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan timeout error with the adc device. The customer reported that they woke up from sleep feeling unwell, and noted hypoglycemic episodes in which the alarm did not sound. Upon troubleshooting it was determined this was due to scan timeout error. The customer reported a loss of consciousness, but indicated being able to self-treat. There was no report of death or permanent injury associated with this event.